Event description:
The customer obtained a falsely elevated troponin I result on a patient sample. An elevated result of the magnitude obtained might imitiate a cardiac catheterization. The sample was repeated and a corrected report was issued of this event.